Manufacturer narrative:
Batch review performed on 28-apr-2023: lot 2005740: (B)(4)items manufactured and released on 12-aug-2020. Expiration date: 2025-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 weeks after the primary surgery, the patient came presenting inflamed tissues due to infection. The surgeon revised successfully the head and liner.

Manufacturer narrative:
No analysis could be performed since lot numbers are unknown and devices are not yet returned for inspection. Other device involved: ball heads: inox 25055.2203 ball head 12/14 ø 22 size m 0 (device not distributed in us).